Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The physician assistant reported via phone call that customer were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was 470 mg/dl. The customer was treated with intravenous fluids, insulin drips, potassium drip, and anti-emetic. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Customer was unable to do fully troubleshooting for high blood glucose and bent cannula since they did not feeling well. The insulin pump will not be returned for analysis.